Event description:
It was reported that the device had flow block error message during patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported flow block error message during the patient side occlusion test on the lvp was not definitively identified during the customer call. However, after following the technical support recommendations and get a trip lite model USA-19hs usb adapter and run the test again.

Event description:
It was reported that the device had flow block error message during patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
Omit: device manufacture date, a11 - computer software problem (1112), g02008 - computer software. Correction: manufacturer narrative. Root cause: the probable cause of the reported flow block error message during the patient side occlusion test on the lvp was not definitively identified during the customer call. After re-ran the patient side occlusion test, the error did not go away. The only thing that was not addressed was the usb adapter. Tori did not use trip lite (USA-19hs). Advised tori to get a new usb adapter kit. Tori will get a trip lite model USA-19hs usb adapter and run the test again. Additional information: imdrf annex a and g codes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.